Event description:
One device was returned for analysis. Investigation found the upstream occlusion (uso) seal was buckling/dented. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis. No errors found in event log. No service history within last twelve months. Visual/functional testing was performed. The upstream occlusion (uso) seal was buckling/dented. Upstream occlusion occurred as soon as the occlusion test begins. Replaced the uso sensor and seal. Device passed all testing criteria post repair.